Event description:
During an incident in 01 a patient in unwitnessed cardiac arrest with CPR being performed, this defibrillator was used to analyze the patient. The patient was transported to a hospital and was pronounced at the ER. The physician who reviewed the ECG printout felt that there may have been a shockable rhythm.